Event description:
A customer contacted beckman coulter regarding variations in hemoglobin (hgb) results. The hgb result from initial run was 12.3g/ml. The customer re-run the original patient sample and hgb result was 13.2g/ml. The patient sample was re-run 2nd time; hgb result was 12.9g/ml. The erroneous hgb results were reported out of the lab. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.